Event description:
The screw component of the pituitary kerrison, which was part of the dr's kit, fell out while in use in the surgical field. Screw and pituitary instrument were bagged and given to risk management.